Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose ranging from 269 mg/dl to 415 mg/dl, which was treated with manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in infusion set. Customer also reports that insulin began to squirt during manual prime. Issues were resolved by pressing act and infusion set change. No further information provided.